Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported the needle with the orange shield was separated from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: exec summary - no physical device samples were received. An investigation was performed based on the images provided and bd was able to confirm the customer¿s indicated failure of needle hub separation. A review of the complaint lot history check was performed and this is the 1st related complaint for hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Samples returned - the customer returned images of a 0.5ml syringe with no other identification shown and was received in the flks complaints lab. Investigation summary : the syringe had its needle shield and hub sitting well above the distal tip of the syringe barrel. The hub is lodged inside the shield. There is no other damage to any of the syringe¿s components. Manufacturing ((B)(4)) will be notified of this incident. CAPA/sa - (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.